Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during an inflatable penile prosthesis (ipp) implant surgery, once the device implanted, the physician noticed that the pump was slow to fill back up when squeezed and then eventually it would not refill at all. The pump collapsed. The implant was explanted and checked for a leak. The physician troubleshooted the pump block and was able to inflate with difficulty but not deflate the device. The procedure was completed with another ipp device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders and pump were visually examined and functionally tested for leaks. Both cylinders passed visual inspection and there were no visual damages or anomalies found. Both cylinders passed the leakage test. Microscopic examination identified that the spring was found to be misaligned in the momentary squeeze (ms) pump. Ms pump passed the leakage test. Ms pump did not pass the deflation test. Product analysis confirmed the reported device allegation. Based on the analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during an inflatable penile prosthesis (ipp) implant surgery, once the device implanted, the physician noticed that the pump was slow to fill back up when squeezed and then eventually it would not refill at all. The pump collapsed. The implant was explanted and checked for a leak. The physician troubleshooted the pump block and was able to inflate with difficulty but not deflate the device. The procedure was complete with another ipp device. There were no patient complications.